Manufacturer narrative:
This prod is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. The prod was not returned for analysis. In addition, the sterile lot number was not provided and a review of mfg route sheets could not be completed. With the limited info available, and no prod return, the complaint could not be confirmed. There are vessel and procedural factors that may have contributed to the event.

Event description:
The pt was a female. The target lesion was mid left anterior descending artery. The lesion was a de novo. The vessel was heavily calcified and slightly tortuous. According to the instructions for use, the cypher is not indicated in pts with tortuous vessels. There was 99% stenosis. Transradial approach was chosen for the procedure. The target lesion was crossed with a guide wire (runthrough). Pre-dilation with a balloon (maestro) was conducted. Then cypher was delivered to the target lesion. While inflating the cypher, the balloon ruptured at 14 atm. Therefore, post-dilation with a balloon (kongou) was conducted and the stent was implanted safely. The procedure was finished successfully. There was no pt injury reported.